Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck and developed burn marks on the neck, below the chin during the procedure. After 400 shots, the marks became prominent. The physician also reported that cryogen was leaking from the system during the procedure.

Manufacturer narrative:
The treatment tip was evaluated and no problem was found. The treatment tip passed all tests and specifications. The tip surface and dielectric are intact. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of insufficient contact to skin with consistent and sufficient force during rep delivery. If errors occur during an rf treatment, the rf delivery will be stopped and the system will display text with instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. Based on the updated information received regarding the patient's outcome, it has been determined that this was not a serious injury as no scarring or permanent damage occurred.

Event description:
The patient's skin was flat during treatment and the operator was able to maintain good contact throughout the treatment. There were no system error codes. The tip was not inspected prior to or during the treatment. The patient was alert and able to provide feedback and reported discomfort at treatment level 0.5. The patient was given oral steroids, a topical antibiotic steroid combination, and moisturizing sunscreen. The patient did not apply heat or ice post procedure. The patient did not apply anything otc at home to treat the burns. In the physician's opinion, the burn will heal without permanent scarring. The burns resolved without any sequelae.